Event description:
Pump had been placed and working on resident at a skilled nursing facility for 3 days. Upon dressing change, the pump would not power back on. Pump was swapped out, but this pump failure resulted in a lapse in pt's therapy time. Pump did pass initial operational functional tests.